Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation results. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for the following microorganisms: the suction channel tested positive for enterococcus faecium, the elevator wire tested positive for bacillus infantis, and the distal end tested positive for bacillus humi. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps raiser, bending section cover, bending section cover glue, insertion tube, distal end cover, objective lens glue, and nozzle when inspected with an olympus borescope and test equipment; however, there was discoloration found on the light guide lens glue on the distal end of the scope. In addition, olympus found non-olympus repairs on the insertion tube, bending section cover, and bending section cover glue of the scope. The scope was serviced and returned to the user facility. Based on the independent laboratory results and non-olympus parts found on the scope, the cause of the reported positive culture is likely attributed to insufficient maintenance of the device. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If the irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the olympus endoscopy support specialist (ess) in-service visit. The ess visited the user facility on july 7, 2017 and provided a reprocessing in-service training. No reprocessing deviations were noted during the in-service.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation has not yet begun. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The cause of the reported positive culture could not be determined at this time.

Event description:
Olympus was informed that the scope¿s culture tested positive for growth. It is unknown what organism the scope tested positive for. No patient infection reported.